Manufacturer narrative:
Concomitant products: product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3387-40, lot # j0417569v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3387-40, lot # j0406558v, implanted: (B)(6) 2004, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2004, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that there was a lead issue discovered in 2006-2007. It was thought that there was a left lead fracture but x-rays were negative for lead fracture. It was later reported that an additional x-ray was done that validated a broken lead from 2006. No explant was scheduled. The patient decided to leave the ins off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the system in question was on the patient¿s left side. High impedances were measured on the left side. No fractures were seen on any films. The manufacturing representative attempted to program around the affected electrodes, but the patient did not receiving any benefit. The patient had kept the implantable neurostimulator (ins) off and had decided to keep it off until the issue was resolved.